Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visual inspection of the inserter shows the distal threads are fractured and the fractured portion is not returned with the remainder of the device. The device also shows the first turn of the threads is fractured off. The inserter is free from any significant damage outside of the fractured threads. The approximate field age of the device is two (2) years and eight (8) months. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw part of the inserter shaft was broken when impacting the shell into the bone. Attempts have been made and additional information on the reported event is unavailable.